Manufacturer narrative:
G4: this product is not marketed in us but similar product is a configuration of us marketed products eclc controller eclc eclipse, eex901 stimulator eex901 extender, daq916 preamplifier daq916 digital <(>&<)> opm660 module opm660 patient rohs. Similar device with product number eex901 with 510(k)# k06163 is marketed in us h3: product analysis #709148916:analysis found that the screw fall into the inside box of daq, cause the kh: cz-001006-00. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a nim eclipse ns16 mode used for spinal ther apy. It was reported that the device was working properly. The interface board (base board) was damaged and issue was not resolved with repositioning or troubleshooting. There was no patient involvement reported. There were no further complications reported regarding the event.